Event description:
Testing yields an identification of e. Vulnaris and the correct identification was e. Coli 0157. While microscan products cannot definitively identify e. Coli 0157, an incorrect identification of e. Vulnaris would not trigger the alert rule for specific biotype number alerting the customer to perform additional testing for e. Coli 0157. The customer sent the isolate to a state lab for confirmation testing which identified e. Coli 0157. The initial results were reported to the physician who questioned the results. It is unknown if treatment was affected. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Method: actual device not evaluated - comparison to another test method. Results: no results available since no evaluation performed - discrepant results compared to results received by a reference lab. Conclusion: device not returned - no evaluation will be performed - additional testing performed by the reference lab confirmed an incorrect identification was received on the micoscan product. There are no reports of adverse health consequence associated with the discrepant results.